Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead, the lead was difficult to place and the "lead would not curve with the curved stylet." It was also noted that the lead exhibited undefined impedance, small r waves and no capture. The lead was removed and an alternative lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that no stylet was returned therefore condition and brand were unknown. The analyst used a fresh mdt gray j stylet and the test was passed. The lead was also compared, side by side, to a demo lead with gray j stylet and shape was consistent. The lead passed the introducer test. If information is provided in the future, a supplemental report will be issued.